Manufacturer narrative:
The reason for this revision surgery was to remedy a loose cup after 3.8 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 16th complaint for this part number: five due to dislocation, three due to pain, two due to trauma, one for device loosening, one due to instability, one packaging issue, one due to infection, and one for wear. This is the first complaint for this lot number. The root cause for the loose cup was most likely due to osteolysis. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the acetabular cup was loose due to osteolysis. The surgeon replaced the cup with zimmer and replaced the head with djo.